Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the pump is alarming and patient is not wearing it anymore. There was no allegation of an adverse event. This is being reported as the alarm issue caused the patient to discontinue use of the pump.